Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the on an unknown date, the patient fell and broke the femoral trochanter at the area of the locking screw. Initially, the patient underwent an implantation surgery with femoral neck system (fns) on (B)(6) 2018. On (B)(6) 2019, reoperation was performed. The implanted devices were removed, and an unknown nail was inserted. It was reported that the cause of the fracture was the patient¿s fall. There were no problems in the devices, and the fracture was not due to them. It was unknown if there was surgical delay. Patient status is stable. This report is for one (1) antirotation screw for femoral neck sys 95mm length - sterile. This is report 3 of 4 for complaint (B)(4).